Event description:
It was reported that the pump failed the test. The pump was giving out 21.21ml. There was no patient involvement

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed. The customer's stated problem was not confirmed. The device was working within specification. No further action was taken.